Event description:
According to the customer the nebulizer is not dispensing the medication, and the user has missed their breathing treatment of "pulmicort".

Manufacturer narrative:
According to the customer the nebulizer is not dispensing the medication, and the user has missed their breathing treatment of "pulmicort". Per the customer the user of the device is 9 months old and "is beginning to show signs of breathing issues". Per the customer, they have not had to go to the hospital or required medical treatment at this time, and they have no other way of delivering the required medication. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.